Event description:
A medtronic (B)(4) representative reported there was an issue with unresponsive software. They were in a fluoronav procedure and had been able to take images and navigate without issue. After the surgery, they went back to verify instruments and left the tria system sitting at that screen for an hour and a half - when they came back to the system the software was unresponsive. The surgeon had already resected the tumor and there was no reported impact to the pt outcome.

Manufacturer narrative:
No files or parts have been evaluated as of the date of this report.